Event description:
It was reported that a trained physician attempted arteriotomy closure with the perclose device after an interventional procedure. The event was described as posterior cuff miss with cuff deformation. Closure was achieved with surgery. No additional information is available.

Manufacturer narrative:
Based on the investigation, a posterior cuff miss occurred. One of the tabs on the posterior cuff was broken off. We were not able to establish a root cause based on the investigation findings. No malfunction was detected. A review of the document history record for this lot did not produce any findings relevant to this investigation.